Manufacturer narrative:
The device was not returned for evaluation. The directions for use instruct the user to not use a sinsky hook to remove the malyugin ring. At the time of this report, the surgeon performing the surgery was out of the country and could not corroborate the injury to the patient. There was no vitrectomy performed or any other procedures. It was reported that an iol was implanted and the capsular bag appeared to be stable. The patient was said to have 20/20 vision post-op with some blurriness.

Event description:
The facility reported that when the surgeon attempted to remove the malyugin ring from the eye using a sinsky hook when the ring broke at the joint. The broken strut went under the iris and was alleged to have caused damage to the zonules and contributed to a broken capsule. The surgeon was able to remove the ring from the eye and complete the procedure.